Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The evaluation identified material deformation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h2, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601680 port and catheter accessory allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age and weight of the male patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation confirmed the malfunction was material deformation. Based upon the available information, a definitive root cause was unknown. The device was labeled for single use. H10: g4 h11: g1, h2, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601680 port and catheter accessory allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age and weight of the male patient were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0601680 port and catheter accessory allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age and weight of the male patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601680 port and catheter accessory allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age and weight of the male patient were not provided.